Event description:
It was reported that while using the excelsius gps system, the case was aborted due to hardware error. This event occurred in the united kingdom.

Manufacturer narrative:
The device was not available for evaluation. It is likely that the system was defective, but it was reported that the system was replaced and the problem was resolved. The observed risk level is within the anticipated risk level. Therefore, the overall risk of the system has been maintained an no further investigation is required. No determinations could be made as to the cause of the reported issue.